Manufacturer narrative:
Device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received hardware low level failure alarm. Customer's blood glucose value was 111 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer reported that the insulin pump did not passed the self test. The customer was advised to revert to back up plan. The device will be returned for analysis.